Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported when the ventilator is plugged into ac power the mains led light does not come on. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. The biomedical engineer reported the unit would not operate on ac power or charge the battery. Pse advised the biomedical engineer evaluate the power supply. The biomedical engineer reported replacement of the power supply resolved the reported problem.